Event description:
It was reported that a message was received in the remote home monitoring system that the automatic threshold for the left ventricular (lv) lead was detected as greater than the programmed amplitude or suspended. Review of data in the remote home monitoring system noted this was due to intrinsic beats and fusion. Two high threshold measurements were also noted, however, were not confirmed via the stored left ventricular automatic threshold (lvat) electrogram (egm). Additionally, this right atrial (ra) lead exhibited undersensing on the presenting electrogram with the left ventricular automatic threshold message, which, potentially contributed to intrinsic right ventricular sense, left ventricular sense events and loss of left ventricular pacing. Right atrial pacing impedance measurements were noted to be within normal limits, however, recent variation (increases) in atrial threshold measurements were noted in the daily measurements. The information was discussed with the physician and further review was recommended. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.